Event description:
The customer alleged that while using the a952 with the a802eu, the physician is receiving shocks of electricity and the patient is receiving slight burning/pain in their eyes. There was no significant damage to the user or the patient.

Manufacturer narrative:
The customer was contacted with questions regarding the incident on (B)(6) 2022 customer was unwilling to cooperate answering questions about the incident and claimed he had been operating in electrosurgery for over 30 years. Symmetry sales representative went in person to give a demo of how to properly ground patients using the grounding plate. During their review, it was found that the physician was getting shocked during use by using non-insulated forceps without gloves on in combination with the electrosurgical pencil. It was unable to be determined through discussion with the customer if the event of eye pain was related to use of electrosurgery equipment. Per request of the customer and to ensure there are no faults of the generator, the a942 generator was sent in for repair. This is the only complaint recorded with (B)(4)sold of all lots. A follow up report will be submitted once the a942 is evaluated by the repair facility.

Manufacturer narrative:
Per the request of the customer, the users a942 generator was sent to our repair facility for evaluation to confirm that there were no faults in the generator. The device was evaluated and confirmed that the generator and the a902 handpiece were operating according to specification. The complaint was confirmed through investigation with the end user for shocking the physician. Root cause was determined to be user error in setup of generator/ non-insulated forceps. The complaint was not able to be confirmed for patient sensation in the eyes. The root cause is unable to be determined for this scenario without further information from the end user. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.